Event description:
A customer reported that the touchscreen of their device became unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device is not being returned as it is no longer under warranty.